Event description:
The surgeon reported the system miscalculated iol lens power. The implanted lens had to be removed, and a new iol implanted in 2007. Additional information received from surgeon stated the first implant was 21d lens, the second implant is 23d, so it is out by 2d.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.